Event description:
Report received of a disconnection that resulted in blood loss. It was reported that a monitoring kit was connected to an arterial line of an ICU pt. It was reported that the pt's monitor alarmed. The nurse responded and discovered that the monitoring kit was disconnected and a minimal amount of blood leaked onto the bed. The nurse intervented and exchanged out the monitoring kit for a new one. The pt did not require a blood transfusion. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.